Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg 400-512 mg/dl). Correction bolus and insulin injections were used to address bg. Customer alleged pump was not delivering insulin. Customer declined tandem technical support's offer to perform a pump system check. Customer reverted to using manual injections for insulin delivery.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.